Event description:
Pt was having their post hydration after their vesicant chemotherapy, when patient complained that their arm felt wet. When gauze dressing was removed, it was noted that there was a pinkish color on the wet dressing. PICC was sitting at the insertion site at 42.5cm. When PICC was pulled out a bit it was discovered that the leak was at 41.2cm.